Event description:
During procedure, the expressew suture needle tip broke off. The tip was retrieved from the surgical site.what was the original intended procedure?left shoulder rotator cuff repair and acromioplasty.device #1is this a laboratory device or laboratory test?no.